Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. No patient information to date after requests 02/17/2023 and 03/10/2023. Legal manufacturer: (B)(4).